Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to duplicate failure. No errors recorded. The fse completed cs300 pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is not reading pressures.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.